Event description:
Information received from the field notes that the patient presented to the emergency room via ambulance. The patient was brought to the emergency room via ambulance after having experienced a sudden onset of near syncope, weakness, pale color, diaphoresis, and shaking. The patient was in sinus rhythm in the 20's. The lead was found to be dislodged.